Manufacturer narrative:
Additional narrative: patient¿s identifier and weight are unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed on part # 314.467, synthes lot # 6145469: supplier lot # na. Release to warehouse date: 05 aug 2009, (B)(4), no non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2018, the doctor was tightening a screw with the stardrive screwdriver shaft and two pieces of the stardrive screwdriver shaft broke off. Both pieces were easily removed from the patient causing less than a minute delay in surgery. There was no patient consequence. The surgery was completed successfully. Concomitant devices reported: unknown screw (part unknown, lot unknown, qty. 1). (B)(4).